Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus was not working as desired on the touch screen and therefore the connection between the overlay and the xy board was reseated and the stylus calibrated. It was noted that the programmer interrogated wireless and non-wireless devices using the provided (returned) radiofrequency head. The hard drive was reconfigured and the software reloaded and updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was not causing the cursor to move well to the left. The stylus was also unable to be calibrated. The programmer is expected to be returned for service. There was no patient involvement.